Manufacturer narrative:
A review of the complaint history and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examinations could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that an ivc filter implanted approximately 6 months prior to this incident was no longer needed for a patient. Removal of the filter was schedule as the patient was asymptomatic and reportedly there was no risk of clotting. The physician was unable to remove the filter allegedly due to caval penetration and plans to leave the device in place. Additional information has been requested but not provided at the time of this report.